Manufacturer narrative:
One device was returned for evaluation. Visual inspection of the device found a slight kink in the pump tube. Device underwent functional testing; unable to confirm the reported customer complaint.

Event description:
It was reported the device was in use with patient for infusion of pain medication (drug name not provided). The reporter stated the full dose was not delivered. No adverse effects reported.